Event description:
Pt had successful implant of a bifurcated device and two proximal cuffs in 2008. During a follow-up visit, a type iii endoleak was detected between the two proximal cuffs. The following month, the pt was brought in to treat the endoleak with an additional proximal cuff. At that time, the pt had a weak heart and the family had requested not to use anesthesia. In the or, the pt coded three times prior to the commencement of the procedure. The physician decided to use anesthesia and proceeded with the secondary procedure. The pt left the or, however died shortly after due to an irregular arrhythmia. Physician states that this is not due to the device, but the pt's condition.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context and pt's condition contributed to the event.